Manufacturer narrative:
During failure analysis, overheating was not duplicated. However, the bearing was dry debris and corrosion were noted within the device. The debris and corrosion were identified as the probable cause of the failure. The stryker micro drill medium straight attachment is an irreparable part once it is disassembled; as a result, the device was not returned to the customer.

Event description:
A stryker micro drill medium straight attachment was sent in for repair due to overheating during a oral max procedure. No adverse event was associated with the device; another device was used to complete the procedure.